Event description:
Additional information received reported the patient felt a ¿catch¿ the first or second day after surgery and then experienced pain. The patient also had a ¿stiffness¿ that did not completely dissolve after surgery. It was stated the patient has had nothing but pain and they wanted to have it removed. The implantable neurostimulator (ins) has been turned off for 3-4 weeks and the patient was still in pain. The patient would hurt with stimulation on and with it off. It was also noted the patient thought the ins site may be swollen. It was further stated the patient needed an MRI of their back. The patient had a back problem, but the back pain had intensified since the implant. It was unclear if the MRI was related to the device. A follow up report will be sent if additional information is received.

Event description:
The patient experienced a shocking/jolting sensation. Since implant she has experienced painful sensations at the ins pocket, especially when she flexes. The pain only occurred when the stimulation was turned on. The implant site constantly hurts. The pocket looked fine, no redness, just a black line from the incision. The device sticks out more than it should. The device helped her symptoms but the pain was so unbearable that she may have it removed. Additional information has been requested.

Event description:
Additional information reported that the patient experienced a pain over the implant following an x-ray. It was noted that the patient was displeased with the size of the implantable neurostimulator.

Manufacturer narrative:
Continuation from concomitant medical products: lead model 3093-28 lot# v593243 implanted: (B)(6) 2010- explanted: na. Programmer model 3037 serial# (B)(4).

Manufacturer narrative:
(B)(4).